Manufacturer narrative:
Device label code for f10. Position 1: 1738, position 2 and 3: 1701.

Event description:
The iab leaked. The iab was removed and a second was inserted into the patient. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 2/18/97, datascope received the mandatory medwatch form from ecri: uf/dist report #:kh-360079-1997-51 and the following was reported: the patient had a redo CABG on first post day. The intra-aortic balloon ruptured. The "failure" alarm sounded from the pump. The balloon was discontinued with no adverse outcome at the time. The next morning, a second intra-aortic balloon was placed in the patient due to hemodynamic failure. On 3/5/97, the following info was reported to datascope: after iabp for about 8 1/2 hours, "check iab catheter: alarm sounded from the pump and the iab would not fill. Blood was noted at the hub and then rapidly spread up the tubing. There were no complications from the event. The patient is doing poorly with low co, ci, requires pressors and hemodialysis; vent. Dependent. Event complications: unk - reported 2/10/97; none - reported 2/18/97, 3/5/97. Patient's current status: doing poorly - rpt'd 3/9/97.